Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing and inspection of the device showed the exhalation diapraghm was missing and the knobs were damaged with some broken. The values for pip were outside of specification. The investigation determined the device had sustained an impact during use which caused component damage.

Event description:
Information was received that a smiths medical pneupac babypac was reported locking up intermittently. No adverse patient effects were reported.

Event description:
Information was received that incident did not occur while in use with a patient. Issue was found by staff prior to being set up for use.